Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The monitor has not yet been evaluated. Device evaluation of belt has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient's neurological status at the time of the event is unknown. Atrial fibrillation with rapid ventricular response (af with rvr) and non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital for evaluation. The patient continues to use the lifevest. No deficiencies were alleged against the device. A us distributor contacted zoll to report that the patient¿s skin was red where it looked as if it was burned after being inappropriately treated by the lifevest. There is no indication that the patient received medical intervention for the redness.